Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. As the customer had changed the cartridges and infusion sets prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed. Reportedly, the customer was using apidra insulin.